Event description:
A 65-year-old female with metastatic colon adenocarcinoma to the liver was enrolled in the post-market clinical trial, booombox and had histotripsy to one lesion in liver segment 4b (total planned treatment volume (ptv) of ~57 cc) on (B)(6) 2025. On (B)(6) 2025, the patient was referred to the emergency department after a three-week history of fever, chills, fatigue, and neutropenia. On admission, her white blood count was 2.67 k/l and anc (absolute neutrophil count) was ~800, which improved to 1,300 by (B)(6) as her fever resolved clinically. An abdominal MRI on (B)(6) showed two known hepatic metastases and a new 6.1 × 3.7 cm peripherally enhancing, centrally necrotic lesion at the segment IV/v junction; although a diagnosis of necrotic metastasis was favored, superimposed infection could not be excluded and was treated according to standard site clinical practice. Blood cultures remained negative.

Manufacturer narrative:
The treating physician attributed this as possibly related to the device and possibly procedure related. Histosonics is submitting this MDR due to this attribution. No device malfunction or other noteworthy events occurred during the procedure.